Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Review of the manufacturing records revealed the lot met all release criteria with no deviations that would explain or contribute to the reported event. The device instructions for use includes endoleaks under potential adverse events; additionally, under warning and precautions it indicates: "patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft such as due to negative remodeling of the aneurysm or disease progression) should receive enhanced follow-up." Based on the information reviewed, the most likely cause is related to patient anatomical conditions, as indicated by the reported case information.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension a distal type I endoleak was noted on the left limb of the bifurcated device during a follow up computed tomography scan. Reportedly, the endoleak developed from the left limb due to disease progression of the left common iliac and limb extension. The patient was treated with a limb extension, seal was successfully achieved and the endoleak was corrected. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.